Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block indicating that at least (B)(4) staples were fired by the end user. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. On the next attempt, no staple fired. Multiple attempts were made to fire the device, but no staples were able to fire. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. However, the saddle spring was observed to be out of position on one side of the cover block. The saddle spring was most likely out of position due to the misaligned staples. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing correctly. The sample was disassembled and it was found that the saddle spring was out of position on one side of the cover block, most likely due to the misaligned staples. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that doctor failed to fire stapler while using on patient. Additional information received 07-jun-2023 reports "no injury and medical intervention, patient condition is fine".

Event description:
It was reported that doctor failed to fire stapler while using on patient. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported, that doctor failed to fire stapler while using on patient. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block indicating that at least (B)(4) staples were fired by the end user. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. On the next attempt, no staple fired. Multiple attempts were made to fire the device, but no staples were able to fire. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. However, the saddle spring was observed to be out of position on one side of the cover block. The saddle spring was most likely out of position due to the misaligned staples. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing correctly. The sample was disassembled and it was found that the saddle spring was out of position on one side of the cover block, most likely due to the misaligned staples. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: section h.6.- health effect clinical and impact codes updated to reflect additional information received.

Event description:
It was reported that doctor failed to fire stapler while using on patient. Additional information received 07-jun-2023 reports "no injury and medical intervention, patient condition is fine".